Event description:
It was reported that a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer generated a leak during patient use. The reporter stated, "the solution leaked from the air vent". The event occurred during the infusion of a chemo drug named taxol. A concomitant drug was not used. A concomitant device was not used. The device was not biohazard. Unknown if there was user facility medwatch. There was no bleed back. The device was not reprocessed or re-sterilized. 1 involved device and unknown if the sample is available for investigation. A sample picture was not provided. There was patient involvement, no patient harm, and no delay in critical therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One (1) used sample list #011-c32029 was returned for evaluation. As received taxol solution residual was observed inside the set and a wetted-out prior use was observed on the filter vents. Complaint of solution leaked from air vent can be confirmed. The probable cause is typically due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.